Event description:
It was reported that the ultrasonic surgical device had a severely worn tissue pad. The issue was found during a liver resection procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: part of the tissue pad peeled off because the seal and cut was output when the gripping part was not holding anything (including after the tissue had been cut). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.